Manufacturer narrative:
A ticket search was performed for the architect stat troponin-I reagent lot number 88191un19. An investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of the manufacturing documentation, review of field data, and a review of product labeling. Return testing was not completed as returns were not available. Ticket searches determined that there is normal complaint activity for the likely cause lot numbers. The ticket search determined that there is normal complaint activity for the likely cause lot numbers. A review of tracking and trending did not identify any trends for the complaint issue. Historical performance of the architect stat troponin-I assay was evaluated using world wide data from abbottlink. The patient median result for lot 88191un19 was not inside the established control limits, therefore accuracy testing was performed. Accuracy testing was performed for reagent lot 88191un19 using an internal troponin-I panel which was tested with a retained kit of the likely cause reagent lot. Acceptance criteria were met, which indicates acceptable product performance. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I, lot 88191un19 was identified.

Manufacturer narrative:
Patient identifier = (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat troponin-I result on one (B)(6) patient. The all results from one patient provided were: on (B)(6) 2020, sid: (B)(6), initial troponin result from reagent lot number 88191un19=3.331 ng/ml. On (B)(6) 2020 repeated and redraw same patient sid (B)(6) troponin result =3.589 ng/ml. On (B)(6) 2020 repeated and redraw same patient sid (B)(6) troponin result from reagent lot number 12923un20=1.456 ng/ml. Laboratory reference range for troponin=<0.028 ng/ml. Istat results are normal but not provided. There was no reported impact to patient management.